Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving gablofen (500 mcg/ml at 63 mcg/day) via an implantable infusion pump for intractable spasticity indications for use. It was reported that the patient had pain and uncomfortable feeling at the pump pocket. There was an abscess in the area. Environmental, external, or patient factors noted was a pump refill. Diagnostics and troubleshooting included interrogating the pump on explant day. There was an infection in the pump pocket. Interventions included draining the abscess and the healthcare provider (hcp) put the patient on antibiotics. The pump and catheter were removed (B)(6) 2026 and will be replaced in the future. The hcp refused return of the devices. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.